Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, the pump was unable to be powered on. Further testing was not able to be performed due to no power to the pump. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. The complaint of a call service alarm issue was unable to be adequately investigated due to no power and moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, it was reported to animas that a call service alarm issue had occurred. No additional information was available. There was no known adverse event reported with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.